Manufacturer narrative:
Additional information provided h.2 and h.6. One photo and one cassette were received and reviewed during the investigation. The photo showed the cassette outside of its original packaging. No damage was observed on the cassette that would have contributed to the reported issue. Functional testing was unable to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed and a root cause was not determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Email address: (B)(6).

Event description:
It was reported that the chemical solution did not come out from the disposable and couldn't be used. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.